Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) resulting in a hospitalization; suspected cause was due the customer allowing the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off and stress. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.